Event description:
It was reported that a patient¿s operative report from 2007 indicated reprogramming was performed for the patient to feel stimulation. The patient saw his doctor on (B)(6) 2007 for a follow-up hospital admission and device check. The patient noted severe back pain after moving boxes and heavy exertion. He was seen at a hospital and had a negative CT scan. There was no evidence of a stone or other obstruction. The patient wasn¿t able to feel the device with the current settings. The patient¿s medications included altace, crestor, an insulin pen, oxybutynin chloride, lortab, flexeril, and aleve. The implantable neurostimulator (ins) was intact, there was no evidence of pocket infection, and there was mild paraspinous muscle tenderness. Urinalysis results yielded the following results: glucose: 500; bilirubin: ++; keyones: trace; specific gravity: 1.030; blood: negative; ph: 5.0; protein: +; urobilinogen: normal; nitrite: negative; and leukocytes: negative. A lumbosacral spine film showed the lead in good position and there was no evidence of migration or displacement. The patient may have stretched the electrodes or device. The device was interrogated and the parameters were reset so the patient could feel stimulation. If the issue worsened, the doctor planned to have the patient consult with a different doctor to see if the electrode had reached the point of maximal usefulness greater than 10 years and the patient may need a device revision. Another healthcare provider didn¿t think the ins was working and the patient may need a revision. No interventions or outcome were reported regarding this event. No additional information was able to be obtained. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3031a, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3886, lot # l96995, implanted: (B)(6) 2001, product type lead. (B)(4).